Event description:
It was reported that during a da vinci surgical procedure, it was identified that the mouth of the maryland bipolar forceps instrument would not open and close properly. It also had insufficient grip. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip tips were bent. One grip was bent, causing side to side misalignment of grips. There was a .035 offset at the tips, indicating overloading at the tip. The instrument passed electrical continuity testing. Failure analysis concluded that the bent damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments distal pulley had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the distal pulley. Failure analysis concluded that the indentation and burr damage may have been likely due to mishandling/misuse. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark which exhibited light material removal and a rough surface finish. The scratch is short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the scratches on the main tube with light material removal, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.